Event description:
During a coil embolization procedure, the orbit mini complex fill 2.5x4.5 coil (637mf2545/15495185) was advance via a (mc) microcatheter, but there was resistance, and the coil cannot be advanced. Then, after withdrawal from the patient, the coil stretched. The site reported that the stretching occurred during advancement. The device was changed to another one to complete the procedure via the same mc. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. Other that what was reported, neither device was damaged (kink, bend, crack, separated, fracture, elongated, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event, and the components will be returned for analysis.

Manufacturer narrative:
During a coil embolization procedure there was resistance when the 2.5x4.5 orbit mini complex fill coil (637mf2545/15495185) was advance via an unknown microcatheter (mc); the coil could not be advanced. After withdrawal from the patient the coil was stretched. The site reported that the stretching occurred during advancement. The device was changed to another one to complete the procedure via the same mc. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped prior to use. Other than the reported event, neither device was damaged (kink, bend, crack, separated, fracture, elongated, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event. One non-sterile trufill dcs orbit was received coiled in a plastic bag, several kinks were found along the hypotube, embolic coil, and gripper. The distal part of the support coil was found inside the introducer. A kink was found in the support coil 184cm from hub, right where the support coil comes out of the introducer. No other anomalies were noted. The gripper and embolic coil were observed under the microscope. No damages were found on the gripper. The embolic coil was found stretched at the proximal section; there were also residues of dried blood on it. Functional test could not be performed since the support coil was not completely inside introducer. In the condition it was received support coil is too soft to pull/push it through introducer. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be evaluated with functional testing due to the returned condition of the device; however, the ID of the device was within specification. The stretched coil was confirmed. The IFU outlines that it is critical that a continuous infusion of appropriate flush solution be maintained between the microcatheter and the coil system. Although it was reported that an adequate continuous flush was maintained through the concomitant mc, based on the findings of residues of blood on the coil, it appears that this procedural factor may have contributed to the resistance/friction resulting in the stretching of the coil as it was advanced through the mc. The cause of the damages found on the unit could not be conclusively determined. It is possible that procedural factors may have contributed to the stretching of the coil. Procedural factors or post procedural handling may have contributed to the kinks noted on the returned device. With review of the information, device analysis, and device history records there is no indication of any manufacturing issues related to the reported event or damages found on the returned device. The records indicate that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages leaving from the facility, therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled in a plastic bag, several kinks were found along the hypotube, embolic coil, gripper and distal part of support coil was found inside the introducer, a kink was found in the support coil 184cm from hub, right where the support coil comes out of the introducer. No other anomalies were noted. Gripper and embolic coil were observed under the microscope. No damages were found on gripper. Embolic coil was found stretched at the proximal section, also it had residues of dried blood. Functional test could not be performed due to the support coil was not completely inside introducer. In the condition it was received support coil is too soft to pull/push it through introducer. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "detachable coil delivery system (dcs) resistance/friction-during advancement" could not be evaluated due to the condition of the received product (support coil not completely inside the introducer). The failure reported by the customer as "coil unraveled/stretched" was confirmed, embolic coil was found stretched at the proximal section, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the damages found on the unit could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages from leaving the facility, therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.